Event description:
Additional information received reported the patient resolved without sequelae on (B)(6)-2012.

Manufacturer narrative:
(B)(4). Lead model 3778-60, serial# (B)(4), implanted: 2012 (B)(6), explanted: 2012 (B)(6); lead model 3778-60, serial# (B)(4), implanted: 2012 (B)(6), explanted: 2012 (B)(6); programmer model 37744, serial# (B)(4).

Event description:
It was reported that an examination on (B)(6) 2012 showed the patient experienced very poor wound healing. The patient also experienced a low grade temperature. The patient was prescribed 300mg of clindamycin four times a day for seven days. A second exam a week later showed the wound had not improved. Exploration and debridement showed an infected pocket site, and the entire system was explanted. The event resulted in prolonged hospitalization.